Event description:
The recipient is reportedly experiencing sound quality issues and increased impedances. The recipient will reportedly receive it steroid injections.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.6b. Advanced bionics considers the investigation into this reportable event as closed. Programming adjustments were made, however, the issue did not resolve despite the device testing was within normal limits. The recipient was counseled on aural rehabilitation as well as continually wearing the device. The recipient will be followed by their neurosurgeon for their meningioma care. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.